Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The location of the reaction started under the sensor and extended outside the area where the sensor used to be glued to the skin. The reaction was described as looking like hives, similar to small raised bumps. When the adhesive tape was removed the reaction looked like a third degree burn, it was red and raised. The patient's parents did not remember the day that sensor went on the body but stated that when sensor was removed, around the issue date, there was a skin reaction there. The patient's parents took the patient to the pediatrician on (B)(6) 2016 and the patient was diagnosed with an allergic skin reaction that looks like hives caused by sensor adhesive. The patient was prescribed a steroid cream triamcinolone .5% steroid ointment, which the patient used to treat the affected area. The patient's skin reaction cleared after approximately five days. At the time of contact, the patient was stable. No additional event or patient information was provided.